Manufacturer narrative:
(B)(4). The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a mildly calcified common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. The arteriotomy was a 15fr sheath. Reportedly, the suture "missed". Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.